Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery on event date. One-day postoperatively (same day), the pt presented with diffuse lamellar keratitis (dlk) in both eyes (ou). A flap lift and rinse was performed in the left eye prior to event date. The pt's preoperative bcva was 20/20 ou; postoperatively ucva is currently 20/15 in the right eye (od) and 20/20-1 in the left eye (od). The pt responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 9/27-28/06 an intralase field service engineer inspected the laser and verified the system performed as intended, met specifications during and upon departure. Additionally, on 9/28/06, an intralase senior clinical application specialist performed an investigation and provided surgery support. The laser settings were optimized to dr's preference and the laser was found to meet specifications.